Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿acetabular reconstruction using a cementless cup and hydroxyapatite granules¿ by akihiro sudo, md., et al, published by the journal of arthroplasty (2007), vol. 22, no. 2, pp. 828-832, was reviewed. The purpose of this article was to investigate 17 patients undergoing consecutive revision or conversion total hip arthroplasties with a cementless cup for acetabular bone defects in female patients using depuy and competitor products between 1997 and 2002. The revised and femoral components are unknown. The acetabulum of each hip was reconstructed using unknown morselized bone graft. Implanted depuy products: 11 duraloc cup and locking ring systems and 1 s-rom cup system. The surgeons used an unknown number of acetabular screws to secure the cups. Results: there were no revisions or interventions required by final follow-up. There is insufficient information provided to determine the component manufacturer associated with the following events. The actual number of impacted depuy products is unknown. 13 cases of cup and screw migration identified on progressive radiographic studies. 4 cases of walking difficulty attributed to radiographically identified unincorporated unknown bone graft. The cases did not require medical intervention. Captured in this complaint: 1 depuy cup and screw: implant migration, no patient consequences, no clinical signs, symptoms, or patient involvement. "

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.